Event description:
Manufacturer´s reference number: (B)(4).

Manufacturer narrative:
The reported alarms for high peep can be confirmed in the received logs. Although the peep level was set between 0 and 5 cmh2o, the actual measured peep value was measured to between 20 and 32 cmh2o during a period of time. The received service report states that the reflector pressure transducer board and the peep/apl valve membrane were replaced and the anesthesia system was returned to clinical use. None of the replaced parts have been returned for investigation. It is likely that the reported issues were caused by the defective reflector pressure transducer board and/or the peep/apl valve membrane but since they have not been available for investigation, it cannot with certainty be confirmed.

Event description:
It was reported that the anesthesia workstation generated alarms for high airway pressure and high peep during test on a test lung. There was no patient involvement. Manufacturer´s ref #: (B)(4).